Event description:
In 2009, the pharmacist when mixing a medication for an oncology patient noted that the tubing, smartsite infusion set that was used to prime the IV bag had a large white particle floating in the tubing between the two attached clamps. The tubing was not used and saved. Upon investigation, the department could not produce the exact lot# and expiration of the tubing in question, the following are the possible lot numbers.. Lot no-09076320 exp 7/2012, lot no-09086169 exp 8/2012, lot no-09075879 exp 7/2012. As of today 2009, there have been no other occurrences reported.